Manufacturer narrative:
Device evaluation: analysis of the returned device identified; underweight and break on posterior and radius. A visual and microscopic analysis was performed which identified; missing shell (0%-25%) and sharp break on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: missing shell assessed as inconclusive a sharp pattern on posterior of break assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: d.10;h.3;h.6

Event description:
Healthcare professional reported right side rupture. The device has been explanted..

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.